Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer supplied one photo for evaluation. The photo displayed a guide wire with one distinct kink. However, a full visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The customer report of a damaged guide wire was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on a potential lot identified from sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports spring wire guide kinked in use. It was reported the user didn't notice a bend in the guide, he inserted it and then when he was passing the catheter he noticed that there was a problem and when he tried to take it off it was difficult and he lost the vessel. A new catheter was used and the procedure was completed. No patient injury.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports spring wire guide kinked in use. It was reported the user didn't notice a bend in the guide, he inserted it and then when he was passing the catheter he noticed that there was a problem and when he tried to take it off it was difficult and he lost the vessel. A new catheter was used and the procedure was completed. No patient injury.